Event description:
It was reported that the patient presented for the implant procedure for an implantable cardiac monitor. During the attempt to implant, the device exhibited noise saturation in all sensing channels. The sensing test was attempted again and yielded the same results. The device was repositioned but still exhibited noise. A different unit of the device was used and the physician was able to obtain satisfactory measurements. The procedure was completed successfully and the patient was discharged.

Event description:
New information received stated that during the procedure, the implant pocket was partially closed and gentle pressure was applied on the site. The surgical team was never at any point able to see electromyogram of any kind so the device was not used.